Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k- this product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6, -9.00/4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.